Manufacturer narrative:
Concomitant product: 694965 lead, implanted: date unknown.

Event description:
It was reported the patient developed an infection. It was also reported the pacing lead fractured. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.